Event description:
A file spearated in the canal during a procedure. After being unable to retrieve the separated piece, the doctor elected to fill the canal with the piece in place. There was no report of patient injury.

Event description:
A file seaprated in the canal during a precedure. After being unable to retrieve the separate piece, the doctor elected to fill the canal with the piece in place. There was no report of patient injury.